Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during a hip arthroscopy surgery, the surgeon was grabbing a suture when the device¿s grasping mechanism broke off in the patient, requiring the surgeon to retrieve the broken piece of the patient. There is no reported serious harm/ injury to the patient.